Event description:
Complainant alleged that the medics successfully shocked the pt (age and gender unk) three times (joule settings unk). But on their fourth attempt to shock the pt the device displayed a "paddle fault" error message. The clinicians then changed from paddles mode, to multi-function cable and electrodes mode and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.